Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that he had not eaten anything. The customer's blood glucose was 500 mg/dl. Troubleshooting was done. The customer expressed vomiting as a symptom of her high blood glucose. The customer treated herself with a manual injection. Advised customer to run a manual prime, and the customer stated that insulin did not exit the tubing. The customer did not want to continue troubleshooting afterwards. Instructed customer to monitor the concern and call back if the concern recurred. Nothing further reported.